Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded, with blood in the lumen and contrast in the balloon. Microscopic inspection of the balloon found no irregularities or defects. An inflation device willed with water was attached to the device, and the balloon was inflated. The balloon inflated fine and held pressure for 5 minutes. Microscopic and tactile inspection revealed numerous kinks in the hypotube. Inspection of the inner and outer shafts presented no damage or irregularities. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The target lesion was located in the severely calcified left anterior descending artery. A 3.75mmx12mm quantum¿ maverick¿ balloon catheter was advanced for dilation. However, on the first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon ruptured occurred. The target lesion was located in the severely calcified left anterior descending artery. A 3.75mmx12mm quantum¿ maverick¿ balloon catheter was advanced for dilation. However, on the first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.